Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the delayed keypad response, which was experienced during eval. System error 105 was confirmed during a review of the event history log. It was caused by a failing processor printed circuit board. The failed pcb was replaced.

Event description:
During baxter's eval of a spectrum pump, the device had a delayed keypad response. There was no pt involvement.